Event description:
It was reported that pump experienced recurring malfunction alarms, including malfunction code 12, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer chose to use multiple daily injections as backup insulin therapy while also planning to reset pump overnight, and technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode and pump return, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement device.